Event description:
It was reported that while using kit bd max enteric viral panel ¿false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " report of false positives with 443985 - lot number - kit lot # 9163712.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that this malfunction occurred while performing commercial panel samples testing.

Event description:
It was reported that while using kit bd max enteric viral panel ¿false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " report of false positives with 443985 - lot number - kit lot # 9163712.